Event description:
Event description boston scientific received information that this patient's pacing system consists of a boston scientific pacemaker and non-boston scientific leads. The patient has experienced some near syncopal episodes. The caller was inquring about the device data which shows some ventricular tachycardia (vt) episodes. This pacemaker is included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header.